Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2022, a male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that on 06-jun-2022, the patient returned to the emergency room with urinary retention. A foley balloon catheter was put in place in the patient to aid with emptying the bladder. The catheter was removed on (B)(6) 2022 and the patient was voiding without any issues. No clinical sequela was reported with the patient due to this event. Per the manufacturer's instructions for use, urinary retention is a perioperative risk of the aquablation procedure. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the event log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment log file indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b rev. B/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o urinary retention. A root cause for the reported event could not be established. The aquabeam robotic system instructions for use list urinary retention as a potential risk of the aquablation procedure. Based on the information received, plus a review of the event log file, IFU, and DHR, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.